Event description:
It was reported that the patient experienced hypoglycemia while using the ilet bionic pancreas, with device data indicating a high percentage of very low glucose readings and no additional blood glucose or troubleshooting details obtained despite multiple follow-up attempts. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no reported medical intervention, disability, or hospitalization. Investigation included a review of available device data and attempts to conduct user interviews. Investigation of this case revealed insufficient information to identify a device malfunction or use-related cause. It was concluded that the cause of the hypoglycemia is unclear and that no device performance issue could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.